Manufacturer narrative:
The investigation into access site bleeding, stroke/cva, vascular damage - peripheral vessel, renal failure, and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly on manufacturer device report.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Shah, t., lansky, a. J., grines, c. L., o¿neill, w. W., moses, j. W., chieffo, a., kapur, n. K., & chou, j. (2022). Mechanical circulatory support in myocardial infarction complicated by cardiogenic shock: impact of sex and timing. Journal of the society for cardiovascular angiography & interventions, 1(1), 100002. Https://doi.org/10.1016/j.jscai.2021.100002

Event description:
Abiomed japan forwarded 14 publications. One from the team at yale is entitled "mechanical circulatory support in myocardial infarction complicated by cardiogenic shock: impact of sex and timing" was found inclusive of the impella 2.5, impella cp, and impella 5.0 supports in both male and female patients. The team did a retrospective review of patients and found in the patients from 2017-2019 a total of 358 patients to analyze for the effect of gender/sex and timing to therapy and outcomes for patient. The complications noted were:in-hospital mi, stroke, tia, repeat vascularization, major bleeding, and vascular complications requiring surgery, vascular complication without surgery, acute renal dysfunction/failure, new renal replacement therapy required. Reportable for the harms. There is no identification of which pumps were attributed to each of the harms.